Manufacturer narrative:
The investigation has been completed and the reported issue touchscreen issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. In addition, it was reported that the customer experienced elevated blood glucose levels over 500 mg/dl. Reportedly, the customer forgot to deliver a bolus after eating breakfast. Customer delivered a correction bolus to stabilize blood glucose levels. Contact indicated the customer will continue to use the pump for insulin therapy.